Manufacturer narrative:
(B)(4). Concomitant medical products- humeral head , catalog#:unk, lot#:unk. Stem, catalog#:unk, lot#:unk. Glenoid component, catalog#:unk, lot#:unk. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-04946, 0001825034-2017-04964, 0001825034-2017-04965.

Event description:
It is reported that the patient underwent a shoulder arthroplasty revision due to rotator cuff deficiency. Components were removed and replaced with a reverse total shoulder arthroplasty. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon reassessment of the reported event, it was determined to be not reportable as this component was never used in the procedure nor ever implanted in the patient. This is a bio-modular shoulder design which does not use an individual taper, the taper is part of the humeral head. Due to this information, the initial report was submitted in error and should be voided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.